Event description:
It was reported that the customer received multiple alarms on the insulin pump, including a recurring unexpected restart alarm that was happening during normal use. The insulin pump was not stored or not in use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.